Event description:
It was reported that a patient was pushing a stroller while walking in a mall; she walked over a metal grate in the floor and was shocked in her arm and hand. She took several more steps and was shocked three more times. The patient was able to turn off her ipg and has not turned it back on. The patient was reported to be at home in fair condition. Further information is being requested from the hcp.